Manufacturer narrative:
A device history record review was completed and documented that the device met specification upon distribution. Manufacture and expiration dates provided.

Manufacturer narrative:
The device was discarded and unable to be returned for evaluation. Although the duration of the catheter indwell time was not reported, the IFU does provide the following precaution: the incidence of complications increases significantly with indwelling periods greater than 72 hours. Prophylactic anticoagulation and infection control measures should be considered with the use of central venous catheters.

Event description:
It was reported that on may 9th the catheter was inserted into the subclavian of the patient. On may 16th it was noted that there was a large pleural infusion. Chest tubes were inserted and 2500ccs of milky white like substance was drained, tpn was running through the catheter. After drainage patient was taken for testing with catheter in place and contrast was inserted in to the subclavian and at that time it was noted that there was erosion in the superior vena cava. A small amount of contrast was noted in the subclavian. Catheter was removed. At the time of the complaint, the patient had not been discharged; however, the patient's respiratory system had greatly improved.